Event description:
It was reported that this ventricular shunt valve was implanted and when it was tested to confirm flow, there was no flow through the valve, so it was replaced with another valve. The replacement valve functioned correctly and the surgeon is satisfied with the pt's condition since surgery.

Manufacturer narrative:
(B)(4). The valve was patent and passed reflux testing. Therefore, the complaint could not be confirmed by laboratory personnel. However, the device did not meet the requirements for leak testing due to a pin hole in the silicone dome. It is unk how or when this damage occurred. The instructions for use that accompany the product caution that use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating shunt revision. The device performance did not meet all established specifications for pressure-flow and preimplantation testing. This may be a consequence of proteinaceous debris found within the valve. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.